Event description:
Alleged deflation.

Manufacturer narrative:
Capsule contracture baker grade 3 reported. Not explanted. No additional information available.

Event description:
Capsule contracture reported.

Event description:
Alleged deflation.

Manufacturer narrative:
Alleged deflation cannot be confirmed. Not explanted.